Event description:
It was reported that the programmer required corrective maintenance/repair. The programmer has been returned into service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement reported.

Manufacturer narrative:
Product analysis: analysis was performed it was determined the programmer stylus was not working, the stylus was replaced. It was also determined at analysis that the keyboard cover, left slide hinge and the left and right hinges were broken. The paper tray was broken, the paper was almost out. The media bay door and logo button were missing. The telemetry signal was weak, and the upper and lower bullets were missing. Errors were found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.